Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra valve in the aortic position, a perclose failure occurred leading to a surgical cutdown. The patient was stable. There was no allegation of any (B)(6) device that caused the event. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".